Manufacturer narrative:
Per investigator information, the customer is attempting to use the device outside of it's specific uses. Hence bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that user received an alert that the patient's temperature was too low to control and would have to use manual control. Nurse tried to control patient temperature in manual control, but wanted to know how to extend the 30 min control period for longer. Patient temperature was 83.6f (28.5-28.7c). Explained that the patient temperature would need to be higher before the device could control. Suggested adding blankets or following protocol to rewarm patient to controllable range. Nurse already tried and the patient was not responding. Advised that running in manual control was not recommended since that was a safety issue . Walked through disabling manual control and nurse did confirm it was disabled.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that user received an alert that the patient's temperature was too low to control and would have to use manual control. Nurse tried to control patient temperature in manual control, but wanted to know how to extend the 30 min control period for longer. Patient temperature was 83.6f (28.5-28.7c). Explained that the patient temperature would need to be higher before the device could control. Suggested adding blankets or following protocol to rewarm patient to controllable range. Nurse already tried and the patient was not responding. Advised that running in manual control was not recommended since that was a safety issue . Walked through disabling manual control and nurse did confirm it was disabled.